Manufacturer narrative:
Submit date: 10/04/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that a crack was noticed upon pre operation inspection of the light sleeve. There was no patient in the room.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. A root cause, or probable cause of the reported condition could not be determined due to the sample has not been received for evaluation and conditions reported could not be confirmed. However, due to previous evaluation on samples reported with the similar condition the potential root cause and test methods are as follows: thickness of wall to be confirmed per specification - folding test using freezer performed all samples with a result of pass - insertion force testing - tensile force testing - tensile distance force testing. All tests were carried out determining that regular production does not induce cracks. The potential root cause could be a use of knife when the customer is opening the box. If enough force is used when opening a full box of product it is possible to cut a light sleeve. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. The current manufacturing process was reviewed and all product manufactured is meeting quality and manufacturing specifications. We will continue to monitor the process in order to address any negative impact on process performance. No further actions are deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.